Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke with the customer over the phone. The customer stated that the air in the diluent wash and the diluent bottle was low. The customer was not able to shut down the unit correctly and was receiving a waste bottle full message even though it was empty. The fse sent a new level sense cable to the customer to resolve the issue. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial (B)(4) from aware date of (B)(6) 2018, which included data from 23 july 2017 through (B)(6) 2018. There were no similar complaints identified during the searched period, which includes this event. The aia-360 operator's manual under section 7-1 list of error messages are as follows: no. 2012: error message air detected [diluent] description there is no contact with the liquid after diluent suction. Troubleshooting contact the service department. No. 3018: error message waste tank full. Description the waste tank is full. Troubleshooting empty the waste tank. The most probable cause for the reported event was a faulty liquid level sense cable.

Event description:
A customer reported error 2012 air detected [diluent] on the aia-360 instrument. The error occurred when the customer shutdown in the evening and during the morning start up. The customer checked the wires, connections and cleaned the level sense probes but still received the error. Technical support (ts) advised the customer to check the sample probe; the probe was straight. The customer completed another manual prime and the error cleared. Afterwards, error 3018 waste tank full appeared and did not clear. The customer reconnected the orange adapter connector but still the 3018 error did not clear and the tank was empty. The customer was unable to run patient samples on prolactin (prl), bhcg reproductive hormone, and estradiol (e2). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prl, bhcg, and e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.